Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 150 mg/dl. A new cartridge was loaded and the pump performed as intended. The infusion set was also changed and insulin delivery was resumed.